Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/11/2020. A manufacturing record evaluation was performed for the finished device batch pdb671 and no non-conformances were identified. Additional investigation summary: it was received for analysis an empty winding former, a paper lid, and a suture piece of product code f2415h, pdb671. During the visual inspection of the suture piece, not impression at the swage area and the ends damaged(cut) could be observed. In addition, the needle was not return, and we are unable to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the condition of the suture and as the needle was not received, it could not be determined what may have caused the reported incident. Of: ¿needle separation" and the reported complaint was confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent suture of a cutaneous wound at the ear and suture was used. While closing of cutaneous wound of the auricular pinna, after 4 tissue passages and 2 simple stitches, the needle pulled off the strand, without any particular force applied on the strand. Another device was used to complete the procedure.